Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke. The procedure was completed successfully without a delay. No adverse consequences or medical intervention were reported.